Event description:
The patient's mother reported the patient received 2 uncommanded boluses. The patients' blood glucose (bg) levels decreased, but specific bg values were not reported. The patient did not require medical intervention or treatment, and symptoms of low bg's were managed by eating carbohydrates. No further information has been provided. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. Up1a.231005.007.s911usqs5cxi8. Cloud - hardware. Sm-s911u. Cloud - cgm sensor type. G6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.